Event description:
It was reported that during implant attempt, an adequate connection could not be obtained on the hub. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found, however grommet damage was noted.